Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device is no longer available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. If additional information or the device becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.